Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. After placement of an epic stent in the target lesion, a 8.0 x 40 75cm mustang¿ balloon catheter was advanced for post dilatation. However, it was noted that the device was unable to be advanced over the non-bsc guidewire and the device got stuck. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a visual and microscopic examination was performed on the returned mustang device. The guidewire used during the procedure was not returned for analysis. The balloon was unfolded and inflation medium was noted within the balloon material which indicates the balloon had been subjected to positive pressure. A visual examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. This catheter is compatible with a 0.035in (0.89 mm) guidewire. The investigator successfully loaded the device onto a boston scientific 0.035in guidewire with no resistance or issues noted. No issues were noted with the device during analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. After placement of an epic stent in the target lesion, a 8.0 x 40 75cm mustang¿ balloon catheter was advanced for post dilatation. However, it was noted that the device was unable to be advanced over the non-bsc guidewire and the device got stuck. The procedure was completed with another of the same device. No patient complications were reported.